Event description:
Boston scientific received information that during a device explant procedure, this right ventricular (rv) lead's terminal pin detached from the proximal ring and the lead's wire/coil came out and also detached. This occurred while the physician was wiping the lead clean. The lead was surgically abandoned and a replacement lead was implanted in the patient. There was no impact on critical therapy as the patient was not pacer dependent. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.